Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va101x7, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient via manufacturer representative reported that they couldn't turn the implant to a level where they could feel it. Impedance was checked about 3 weeks ago by the office. It was found that there were open connections >4000 on all electrodes. It was also noted that the battery rotated in the pocket quite a bit which was uncomfortable. The physician removed the lead which was twisted up. They placed it with a new lead and created a new pocket on the other side of the patient slightly lower than the original pocket. It was noted that the issue was resolved at the time of the report. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.